Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear of the compact air drive device was broken. It was further determined that the device failed pretest for check triggers for forward/reverse mode. It was noted in the service order that the device did not work. It was reported that there were no delays to the surgical procedure and the procedure was completed as intended. It was not reported if the event occurred during surgery or if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.